Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as: 6000089-2007-01015, 6000089-2007-01016. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion being treated was located in the ramus. Access was gained through the right femoral artery. The physician placed a 2.75x32 mm taxus express2 drug eluting stent, inflated to 13 atms for 20 seconds, a 2.75x30 mm taxus express2 drug eluting stent, inflated to 16 atms for 17 seconds, and a 3.5x20 mm taxus express2 drug eluting stent, inflated to 16 atms for 42 seconds. Medication given: aspirin, plavix, angiomax, and caraden. Five hours post the initial procedure, a thrombus was identified in the ramus. The patient was brought back to the cath lab, where atherectomy was performed. A 2.5x30 mm maverick balloon was inflated to 14 atms for 45 seconds and a 4.0x12 mm non-boston scientific stent was placed in the proximal circumflex (cx). Medication given: nitroglycerin, integrilin, and angiomax. The vessel "didn't look good" after the taxus stents were implanted and "looked worse" after the vision was implanted. The patient had surgery one week later. No additional patient complications were reported. Additional information was requested but not provided.